Manufacturer narrative:
Biomed called service reporting that he had just replaced the camera on this hut system and needed assistance with the calibration. Product monitoring called customer and added information that the customer said that the system fluoro failed. Biomed had already troubleshot the system and found failure was with the camera and replaced the camera himself. Fluoro probably did not fail, but operator could not view image due to camera failure. During the repair after installing replacement camera the biomed first called tech support to help perform a camera calibration. Service provided the assistance to the biomed who opted to have service give him tech support on the phone instead of having the field service engineer (fse) come out. Service walked the biomed through the camera calibration procedure and the camera calibration was successful and system was fully functional.

Event description:
Customer reports the system fluoro failed during an unknown procedure. Staff was able to complete the procedure without fluoro. No reported injury.